Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. The same day, the patient was hospitalized for the peritonitis event. While in the hospital, the patient was treated with vancomycin 1.75mg ip for peritonitis. Three days after admission to the hospital, the patient was discharged. On an unreported date, the patient was retrained on aseptic technique. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.